Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was jam. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was jam. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, the pockets in half height drawer 3-2 and hh drawer 2-1 had failed and were not appearing on the bus. A field service engineer replaced the retractor bands for hh drawer 2, ran diagnostics, and tested the drawers and all pockets. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.